Manufacturer narrative:
Additional information was added: the device was manufactured from august 5, 2019 - august 6, 2019. The actual device was received for evaluation containing approximately 60 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak or backflow was observed at the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a backflow from the filling port on a small volume infusor. This issue was identified after use of the device at the hospital during an unspecified process step. There was no patient involvement. No additional information is available.